Event description:
Pt being treated for left ulna fracture had a 3.5mm lcp reconstruction plate implanted. Pt presented with pain and x-ray confirmed that the plate was broken and confirmed a non-union. Plate and screw were explanted and surgeon revised with different plate and screws.

Manufacturer narrative:
Lot #: this info was not provided during initial report. Add'l info has been requested. No evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a manufacture date without a lot number.